Event description:
During a procedure to implant a femoral nail, lateral entry, as the surgeon was inserting the interlocking screws, he inserted the lateral angle screw proximally without difficulty. However, the surgeon encountered difficulty with the transverse angle screw. The drill bit was hitting the nail. The surgeon made multiple attempts (approx 5) to insert the screw however, the drill bit continued to hit the nail. The surgeon moved to the next screw hole and encountered the same difficulty. The surgeon abandoned insertion of the transverse angle screw and ended the procedure with posterior and distal screws in place. No adverse effect to pt was noted. This is the 3rd report of 3 for the same event.

Event description:
During a procedure to implant a femoral nail, lateral entry, as the surgeon was inserting the interlocking screws, he inserted the lateral angle screw proximally without difficulty. However, the surgeon encountered difficulty with the transverse angle screw. The drill bit was hitting the nail. The surgeon made multiple attempts (~5) to insert the screw however, the drill bit continued to hit the nail. The surgeon moved to the next screw hole and encountered the same difficulty. The surgeon abandoned insertion of the transverse angle screw and ended the procedure with posterior and distal screws in place. No adverse effect to patient was noted. This is 3 of 3 reports for the same event. MFR numbers: 2530088-2012-00433; 1719045-2012-00732; 2520274-2012-01239

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.